Event description:
During evaluation of a returned homechoice device, a high drain error 102 (night drain 2) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. The alarm occurred on (B)(6) 2014 at 08:52:35. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history log; however, the cause could not be determined. There was no non-conforming product found during sample analysis that was related to the reported issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.